Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 with suspected pump thrombus and a history of multiple strokes. The patient had been off of coumadin for some time. Her ldh was 2900 with hemolysis, and her hgb decreased from a baseline of 7.5 to 5.5. The patient had cognitive issues, a history of alcohol use, and was non-compliant with her medications. There was no known history of coagulopathy. The vad coordinator reported that they felt that the patient's strokes were not pump related, but rather due to the patient's non-compliance and that she was not on coumadin. A CT scan was performed and revealed a clot in the outflow graft, and blood was not moving through pump. A decision was made to exchange the patient's pump.